Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro device would not generate energy/heat. A replacement device was used to complete the procedure. The hospital did not report any pt complication.

Manufacturer narrative:
Investigation results: visual inspection observed that no non-conformities were found on the silicone jaw boots or the tri-heater assembly. Resistance measurements were taken from the connector attached to the hemopro and the measured valve is no within specification. A functional pre-cautery test using a reference dc extension cable and power supply was conducted and no electrical energy was delivered to the device. Further investigation discovered that one of the wires from the heater was not connected to one of the pigtail wires. The reported complaint that the hemopro wouldn't generate energy is confirmed. A review of the finished device lot history record did not reveal any non conformance reports, which could have contributed to this complaint.